Event description:
Customer reportedly obtained results of approximately 60mg/dl and 104mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. At the time of the report, customer no longer had the test strips that produced the discrepant results. Replacement product was shipped.